Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the distal edge of the stent was damaged. The stent struts were twisted and misaligned at the distal edge of the stent. This type of damage to the stent is consistent with the distal edge of the stent coming in contact with a foreign object during insertion/advancement. No other damage was noted along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.5x15mm apex balloon was advanced over the lesion but would not inflate or hold any pressure. The apex balloon was removed and a 2.75x24mm veriflex stent was advanced to treat the target lesion, but had problems entering the runway guide catheter and was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that one of the stent struts had lifted. The guide catheter was kinked and it was felt that "something may have been sticking out inside damaging the apex balloon and veriflex". No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.5x15mm apex balloon was advanced over the lesion but would not inflate or hold any pressure. The apex balloon was removed and a 2.75x24mm veriflex stent was advanced to treat the target lesion, but had problems entering the runway guide catheter and was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that one of the stent struts had lifted. The guide catheter was kinked and it was felt that "something may have been sticking out inside damaging the apex balloon and veriflex". No patient complications were reported and the patient's status is fine.